Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, after the stent was deployed the physician felt the stent was too large and decided to replace it with a smaller one. The physician attempted to remove the stent by the proximal barb with forceps(model unknown) and a snare(model unknown). The stent imbedded in the duct as they were trying to pull it out and was unable to be removed. The distal flange bent during removal and caught in the common bile duct. No perforation or damage was noted to the patient anatomy. The patient was referred to another hospital for removal of the stent. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be ok. Several attempts have been made to obtain further information regarding the stent removal, however no further information is available from either hospital and it is unknown whether the stent has since been removed. If any information is received a supplemental MDR will be filed.

Manufacturer narrative:
Patient was reported to be over 18 years old. (B)(4) the reported event of stent unable to be removed from patient anatomy during procedure. The complainant indicated that the device will not be returned for evaluation because it is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.